Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, starting therapy when not connected could introduce air into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to connect to the patient line being starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. The patient stated that this occurred during initial drain. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the homepatient pressed go to start therapy before connecting to the patient line, then connected after the initial drain had started. There was no patient injury or medical intervention in association with this report. No additional information is available.